Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17673804l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non-biosense webster, inc. - baylis medical transseptal needle, non-biosense webster, inc. - st. Jude medical sl1 sheath. (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6), underwent an ablation procedure for paroxysmal atrial fibrillation with a smarttouch unidirectional sf catheter and a pentaray nav eco catheter and suffered a cardiac tamponade (requiring pericardiocentesis/pericardial drain) and a cardiac arrest (requiring cardiopulmonary resuscitation and epinephrine). After ablating with the smarttouch unidirectional sf catheter and while mapping with the pentaray nav eco catheter, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 200-250 ml. Pericardial drain was left in place. Patient went into cardiac arrest. Cardiopulmonary resuscitation was performed and epinephrine was administered. Patient was transferred to the coronary care unit. Patient required extended hospitalization as a result of the adverse event for monitoring and pericardial drain management. It was noted that there was minimal pericardial drainage on post-procedure day 1. Patient outcome is improved. Factors cited that may have contributed to the adverse event include hard torquing of the pentaray nav eco catheter against the left atrial appendage (laa). Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition (small atrium) and not related to any biosense webster, inc. Products. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath was a st. Jude medical sl1. Generator was set on power control mode at 30 watts. There is no information regarding other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as ablation was not being performed when the injury was noticed. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since the smarttouch unidirectional sf catheter was used in the procedure and the issue was noted while mapping with the pentaray nav eco catheter, we are conservatively reporting the event under both the catheters.

Manufacturer narrative:
It was reported that a female patient, approximately (B)(6) years of age, underwent an ablation procedure for paroxysmal atrial fibrillation with a smarttouch unidirectional sf catheter and a pentaray nav eco catheter and suffered a cardiac tamponade (requiring pericardiocentesis/pericardial drain) and a cardiac arrest (requiring cardiopulmonary resuscitation and epinephrine). After ablating with the smarttouch unidirectional sf catheter and while mapping with the pentaray nav eco catheter, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 200-250 ml. Pericardial drain was left in place. Patient went into cardiac arrest. Cardiopulmonary resuscitation was performed and epinephrine was administered. Patient was transferred to the coronary care unit. Patient required extended hospitalization as a result of the adverse event for monitoring and pericardial drain management. It was noted that there was minimal pericardial drainage on post-procedure day 1. Patient outcome is improved. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown, however, it will further investigation under (B)(4). The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.